Event description:
Surgeon tried to implant an a/p lipped insert onto the duracon universal baseplate. Insert would not fully seat onto the baseplate. After three attempts, surgeon asked for the condylar insert, and it was implanted without a problem. There was no adverse consequence for the pt or delay in surgery or anesthesia time.